Event description:
The customer complained that he missed a known kell positive patient sample with biotestcell 1&2, art-no. 816014100, lot 7928011. The kell antibody was original detected in the gel system. In a further test the tube technique was performed with biotestcell 1&2, the liss reagent of ortho and the anti-human globulin of immucor. The customer complained the missing of the kell antibody in this tube testing (date of testing: (B)(6) 2009). When the complaint was reported the expiry date of the affected red cells was exceeded. The customer could send us neither the complained biotestcell 1&2 nor the missed antibody. Therefore, the retention sample of the complained lot, which was already expired, was tested parallel to the current lot of biotestcell 1&2 in the quality control laboratorium. The testing was performed in the tube technique with two known kell antibodies (one of them was an anti-kell from an interlaboratory comparison testing). Both kell antibodies reacted correctly positive with the kell positive cell of both lots of biotestcell 1&2. Further more a titration of a anti-k reagent (blood grouping reagent anti-k, kell) was performed to prove that there weren't any weakening of the kell antigen of the complained lot biotestcell 1&2. The titration demonstrated a normal expression of the kell antigen on the complained lot. Moreover in stability studies, the antigeniticity of the reagent red blood cells was proved until expiry date. The review of the batch record documentation showed no irregularities.

Manufacturer narrative:
The customer could send us neither the complained biotestcell 1&2 nor the missed antibody. The retention sample of the affected lot biotestcell 1&2 could be tested after exceeding the expiry date. This testing was performed with two different kell antibodies. The testing fulfilled the acceptance criteria of qc testing, the antibodies reacted correctly positive and the kell antigen was expressed normal. Therefore, the antigenicity of the kell antigen even after exceeding the expiry date was proved. Our tests in the quality control laboratorium confirmed the correction function of the biotestcell 1&2. Because the samples of customer couldn't be tested at quality control laboratory even a problem of handling at customer's side cannot be excluded.